Event description:
It was reported that there was no dso alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed which found a damaged dso sensor. Functional test was performed which found that the dso alarm triggered normally. The customer's reported problem was not duplicated. The most probable cause of the issue would be the pump's damaged dso sensor. The dso sensor was replaced in order to fix the issue.